Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, undersensing cardiac signal issue was observed on the electrocardiogram. Device remains implanted. Patient was stable. No further information available.

Event description:
New information received on (B)(6) 2019 states that no intervention has been performed. Patient has been unable to be scheduled to perform programming changes.